Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. This complaint for a system error 2240 (air in set) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell. The home patient (hp) was in dwell 4 of 4 and there were 3 bags connected. The hp stated that he did not disconnect. The bags also were not disconnected. There was solution in the heater bag only. The baxter technical representative (tsr) assisted the hp to clear the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.